Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-25. H.6. Investigation summary: bd had received 5 customer samples from lot 2109075, no customer samples from lot 2109070, and 3 photos were received from catalog 367856. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube label. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally,100 retention samples from both lots of the bd inventory were inspected with no issues being identified. Furthermore, 10 retention samples from both lots were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the customer's failure mode could not be duplicated in the sample and retention testing. Bd was not able to identify a root cause for the indicated failure mode the device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event affected 200 tubes. The following information was provided by the initial reporter. The customer stated: "the draw volume is defective with these tubes by using the vacutainer system, which does not represent the proper blood/additive ratio.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109075. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-04-19. Medical device lot #: 2109070. Medical device expiration date: 2023-08-31. . Device manufacture date: 2022-04-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event affected 200 tubes. The following information was provided by the initial reporter. The customer stated: "the draw volume is defective with these tubes by using the vacutainer system, which does not represent the proper blood/additive ratio."

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos from the customer in support of this complaint. The photos were visually evaluated and show the amount of specimen drawn into the tubes is below the fill line on the tube label. Additionally, 100 retention samples from both lots of the bd inventory were inspected with no issues being identified. Furthermore, 10 retention samples from both lots were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. Bd was unable to the device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the frequency and retention testing results, no corrective action is required at this time. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. This event affected 200 tubes. The following information was provided by the initial reporter. The customer stated: "the draw volume is defective with these tubes by using the vacutainer system, which does not represent the proper blood/additive ratio."